Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had prime anomaly and insulin squirted out if the tubing during manual prime. The customer¿s blood glucose was unknown at the time of the incident. During troubleshooting, the customer changed the infusion set and reservoir and insulin did not continue to drip after letting go of the act button during prime. The customer indicated the drive support cap was loose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but failed during prime test due to loose drive support disk.